Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went dead. The customer reported that they received a battery out limit alarm and a weak battery alarm. The customer reported that the insulin would not work after inserting a new battery. The customer's blood glucose was 356 mg/dl at the time of incident. The insulin pump will be returned for analysis.